Manufacturer narrative:
(B)(4) - no RMA has been initiated for this issue. Model 5310ivc, serial number/date code (B)(4) is approximately 8 years 10 months old. The owner's manual part number 1134867 was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a (B)(6) male whose height and weight are unknown. The consumer's preexisting medical condition only states that he is wheelchair bound. The consumer's stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The malfunction has not been confirmed.

Event description:
Facility called stating that the bed rail on the 5310ivc semi electric bed allegedly broke where it slips into the holders on the bed. No injury alleged.